Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while filling the infusion set. The customer's blood glucose was 290 mg/dl. Troubleshooting could not be performed because the issue was resolved after repeated attempts to fill the tubing. Advised customer to do a complete set change as soon as possible. Advised customer to call back when the alarm occurred in order to troubleshoot. Troubleshooting for her high blood glucose was later done. The customer stated that she had recently been experiencing high blood glucose levels. The customer stated that the cannula was not bent or occluded. Advised customer to speak with her healthcare provider. Advised customer to monitor the issue and call back if the issues recurred. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement infusion set would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.